Event description:
It was reported that the home patient (hp) had a system error 2267 on the homechoice (hc) during fill 4 of 5, while the hp was connected. The technical service representative (tsr) was unable to determine the true cause of the alarm. The tsr had the hp close all the clamps and cycle the power in order to clear the alarm. The tsr advised the hp to disconnect from the hc and dispose of all of the disposable supplies that were used during the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.